Event description:
The customer reported to olympus, the evis x1 video system center would not boot, just showed the blue screen. The issue was found during preparation for use of an unknown procedure. There were no reports of patient harm nor was a procedure affected by this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the device did not start (frozen on blue olympus logo screen after switching on) requiring printed circuit board replacement. In addition to the reportable findings documented in b5, non-reportable findings are as follows; there were small scratches on front panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device does not boot" malfunction would likely be related to a defective printed circuit board. Olympus will continue to monitor field performance for this device.